Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 30654778 and lot number 0316025. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed and an exact cause for this incident could not be identified. Based on the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced difficult plunger movement. The following information was provided by the initial reporter: material no:30654778, batch no: 0316025. Not able to push or pull saline flush easily. Seems to be random. Only observed in some of the lot; not consistently in the lot.